Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,07-nov-19 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device not able to log in but were unable to pull out medications for the patients. An error code had populated, but the customer was unable to provide it at the time as she was in a different building. A technical support specialist found that an error popped up when attempting to open the patient list. It was found that there was some corruption in the database, and a data sync was required to stabilize it. Once the data sync was completed, the issue was resolved. Customer joanna verified the fix and agreed to close the case. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ med station¿ es device not able to log in and nurses were unable to pull out medications for the patients. An error code had populated. There were no adverse events or injuries reported based on this incident.